Event description:
It was reported in an article that following stent placement in the target lesion, the patient suffered a periprocedural ischemic stroke that resulted in death. The exact procedure or death date are unknown.

Event description:
It was reported in an article that following a second angioplasty to treat the target lesion, the patient suffered a periprocedural subarachnoid hemorrhage that resulted in death. The exact procedure or death date are unknown.

Manufacturer narrative:
All patients were treated between august 2006 and august 2009, the exact date of the procedure for this event is unknown. Product not returned.

Manufacturer narrative:
(B)(4). The subject device was not returned; therefore, physical analysis cannot be performed. However, patient outcome of death and hemmorhage are noted in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported in an article that following a second angioplasty to treat the target lesion, the patient suffered a periprocedural subarachnoid stroke that resulted in death. The exact procedure or death date are unknown.

Manufacturer narrative:
Executive summary - corrected; product code - corrected; common device name - corrected.